Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen unexpectedly went black. Reportedly, the customer was unable to interact with the screen and the pump was not functional. The customer's blood glucose level was 181 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.